Event description:
It was reported that the patient was hospitalized with an infection on (B)(6) 2026, while wearing a pod for an unspecified duration of time. The infection was originally thought to be in the bones but later was determined to be in the blood stream. Symptoms were not reported. The patient had x-rays and a computer tomography scan of unspecified areas with the results unspecified. They were treated with unspecified fluids and antibiotics via unspecified route. They were admitted to the hospital for 3 days and then subsequently passed away on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported infection and death. No lot release records were reviewed, as the product lot number was not provided.